Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead oversensed noise, which caused non-sustained right ventricular oversensing alerts and triggered pacing inhibition. No changes or intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced (B)(6) 2024. The patient was in stable condition.